Event description:
Boston scientific received information that while checking capture for this implantable transvenous defibrillation lead, there was a dropped beat approximately every third to sixth beat at about 5.0 volts and below. The threshold tests were performed in both ddd and vvi. The day before all of the rv thresholds were good. Some strips were returned to tech services for review and showed possible intermittent loss of capture. Fusion was not readily apparent by the lack of t waves on the surface EKG and shock hv egm. The impedance measurement is stable.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the returned lead segment was performed. Visual inspection noted the lead had been severed 11 cm from the is-1 pin and the proximal segment was returned. Resistance and pressure testing confirmed the electrical continuity and insulation integrity of the returned segment. No other adverse events have been reported. This product issue will be re-evaluated if additional details are received.

Manufacturer narrative:
(B)(4).the lead was successfully revised and remains implanted and in-service. This event will be reopened should additional information become available. Subsequent information was received nine years after the initial observations were reported stating this lead had fractured and was removed from service and replaced. The lead was returned for testing. This product issue will be updated when evaluation is complete.

Event description:
Event description guidant received information that while checking capture for this implantable transvenous defibrillation lead, there is a dropped beat approximately every third to sixth beat at about 5.0 volts and below. The threshold tests were performed in both ddd and vvi. The day before all of the rv thresholds were good. Some strips were returned to tech services for review and showed possible intermittent loss of capture. Fusion was not readily apparent by the lack of t waves on the surface EKG and shock hv egm. The impedance measurement is stable. ,